Manufacturer narrative:
(B)(4).

Event description:
It was reported that during right ventricular lead revision procedure, the left ventricular lead exhibited high capture thresholds. Fluoroscopy revealed lead dislodgement. During repositioning, it was noted that the suture had cut the suture sleeve in two and damaged the insulation. There were no electrical anomalies. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.